Event description:
It is reported that progressive radiolucent lines around the femoral component radiographs were observed.

Manufacturer narrative:
Eval summary: no product was returned for eval. Also, no x-rays or operative notes were returned for review. Pt info such as height, weight, and activity level is unk. Based on the available info, a definitive root cause cannot be ascertained at this time. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be re-opened. Zimmer, inc considers the investigation closed.